Event description:
Allegedly, during a thoroscopy procedure, when the surgeon removed the outer sheath it made contact with trocar and sliced a piece of insulation off and it fell into the patient. The piece was retrieved. Procedure was completed with no injury to the patient.